Event description:
Pt presented with pain ten days following excision of a small nodule within 1cm of a previous incision. The sutures used to close this excision site were removed.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of seven medwatch reports being submitted as seven separate devices/ events were reported. See 2210968-2007-00002, -2210968-2007-00114, 2210968-2007-00115, 2210968-2007-00116, 2210968-2007-00117, 2210968-2007-00118 and 2210968-2007-00119 for the other medwatch reports. The same pt is represented in each medwatch.